Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F. As found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic pouch. The pipeline flex shield pusher was returned stuck within the phenom 27 catheter. Damage location details: the pipeline flex shield pushwire was extending out from hub. The pushwire was found to be bent at ~38.9cm and ~81.0cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal end of pipeline flex shield braid was found to be not opened due to damaged braid. The proximal end of pipeline flex shield braid was found fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body, distal tip and marker band were examined; and no damages were found. No other anomalies were observed. Testing: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pipeline flex shield puhswire and braid from the catheter lumen. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue. Conclusion: based on the analysis findings, the pipeline flex with shield was confirmed to have failure to open at distal as the distal end of pipeline flex with shield appeared to be not fully opened due to damaged braid. It was reported that ¿the pipeline was resheathed more than 2 times¿. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. (Nikkhs2 2023-08-21) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of a carotid dissection; lacerated carotid. The landing zone was 4.3mm at the distal end and 4.4mm at the proximal end. It was noted the patient's vessel tortuosity was normal. No patient symptoms or further complications were reported as a result of this event. It was reported that the doctor wanted to use a pipeline shield device to slow the flow of a direct fistula after not being able to find the point of access for the fistula. Vessel was measuring around 4.3mm but wanted to use a 5mm device because the entire carotid was lacerated from the trauma. The doctor deployed the pipeline into the distal m1 segment and after about 1/3 of the device was open he drug it down into the internal carotid artery (ica). The distal end would not open. The doctor proceeded to resheath and redeploy 3 times before taking the phenom 27 and pipeline out of the body. The doctor used a fredx instead and it opened up without any problems or extra manipulation. The distal section of the pipeline failed to open. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no add itional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is not approved (off-label); used for a lacerated ica vessel from traumatic carotid-cavernous fistula (ccf). The pipeline and any accessory devices were prepared as indicated in the IFU. Ancillary devices include a sheath, guide catheter, phenom27 microcatheter, competitive microcatheter, synchro2 guidewire, penumbra coils, and fred 5x26.